Manufacturer narrative:
Investigation narrative: the upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. The small metal portion of hinge that broke off was removed from the patients body and retrieved. No future patient impact is anticipated. If the device or additional information is received at a future date, the investigation will be revisited.

Event description:
It was reported that during a procedure on (B)(6) 2019, the upper jaw of the ceterix novostitch pro snapped off in the joint while attempting to grasp meniscus and fire a stitch. At this point, the surgeon had already successfully implanted 4 sutures. The novostitch pro was removed, and a small metal portion of hinge was removed from the patients body and retrieved. It was stated that the portal placement was good and there were no issues with tissues being too thick or excessive tissues in the portal that might have contributed to the failure. It is unknown whether the surgeon had been grasping the orange lever while releasing previous sutures but it is a possibility. No patient injury or further complications have been reported.